Manufacturer narrative:
The customer contacted siemens customer care center for the discordant elevated cardiac troponin result on the dimension vista instrument. Quality control was within specification during testing. The cause for the discordant elevated ctni result is unknown. Siemens is investigating the incident.

Event description:
A discordant falsely elevated cardiac troponin (ctni) result was obtained on a patient sample on the dimension vista 1500 instrument. The result was reported to the physician who questioned the result. A new sample was drawn on the same day and tested on the same instrument and on an alternate dimension vista instrument and high results were also obtained. There is no known report of patient intervention or adverse health consequences due to the discordant falsely elevated ctni result.

Manufacturer narrative:
The original MDR 2517506-2018-00012 was filed 16-jan-2018. Additional information (07-feb-2018): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, cardiac troponin (ctni) result. Hsc reviewed the instrument data and no product non-conformance was identified with the reagent or instrument. The issue was limited to a single patient on multiple samplings. The customer stated that the sample was sent for testing by an alternate methodology. The customer declined to provide the result and the sample was not returned to siemens for evaluation. The cause of this event is unknown. No further evaluation of the device is required.